Manufacturer narrative:
Block b3: exact date unknown, event occurred around june 2024.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg). Additionally, the ipg appeared to be loosening in the pocket causing it to protrude slightly under the skin. The physician assessed that the loose pocket did not contribute to the difficulty charging as the charger was still able to pair to the ipg with no issues. The patient underwent a revision procedure during which the ipg was explanted and replaced. The explanted device will not be returned as it was retained by the medical facility. The patient was recovering with no complications postoperatively.